Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, after the device was inflated under nominal pressure, the balloon ruptured. The procedure was completed with another of same device. The patient was stable post-procedure.